Event description:
At my 3 month diabetes appointment my a1c was significantly higher than what my abbott libre3 plus monitor had indicated. According to the 90 day trend on the cgm it should have been 7.1 but my blood test was 8.4. I have continued to use that product and found out today that the one I have been using has been recalled. I am very concerned that my treatment decisions have negatively affected my health on an ongoing basis.